Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: evaluation of performance and safety outcomes of dermabond prineo skin closure system. 452 patients, postprocedural bleeding within 30 days post-index procedure. Defined as the presence of an ICD-10-cm diagnosis code for postprocedural bleeding (see appendix 1: diagnosis codes for postprocedural bleeding) within 30 days post-index procedure where a study device was used. Source ICD-10 diagnosis codes. 2,387 patients, wound disruption within 30 days post-index procedure. Defined as the presence of an ICD-10-cm diagnosis code for wound disruption (see appendix 2: diagnosis codes for wound disruption) within 30 days post-index procedure where a study device was used. Source ICD-10 diagnosis codes. 841 patients, surgical site infection within 30 days post-index procedure. Defined as the presence of an ICD-10-cm diagnosis code for wound disruption (see appendix 4: diagnosis codes for surgical site infection) within 30 days post-index procedure where a study device was used. Source ICD-10 diagnosis codes.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. This report is related to data research, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.